Manufacturer narrative:
Device is a combination product. (B)(4). Stent delivery system was returned for analysis. A visual examination of the stent found that the stent struts were damaged on both the proximal side and distal end of the stent. Some stent struts towards the proximal end of the stent were slightly flattened and on the first three distal rows, stent struts were damaged; misaligned and squashed. The undamaged distal section of the crimped stent od (outer diameter) was measured and was within maximum crimped stent profile measurement. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual examination of the bumper tip showed signs of damage on the distal edges of the tip. A visual and tactile examination found multiple kinks along several locations of the hypotube shaft. This type of damage is consistent with excessive force being applied to the delivery system. A visual and tactile examination of the outer and the inner lumen and mid-shaft section found no issues with the polymer extrusion shaft. The bi-component bond showed no signs of damage or strain. No other issues were identified during the product analysis. The investigation conclusion is operational context as the product meets the design and manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
Reportable based on analysis completed on 23nov2017. It was reported that crossing difficulties were encountered. A 2.25x38mm synergy stent was advanced but failed to cross the lesion. The procedure was completed with a different device. No patient complications were reported. However, returned device analysis revealed stent damage.